Manufacturer narrative:
Reporting institution phone: (B)(6), reporter phone number: (B)(6),

Event description:
The customer reported that the device displayed a machine pressure sensor failed to zero error. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the device displayed a machine pressure sensor failed to zero error. The remote service engineer (rse) recommended checking the solenoid and data acquisition board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer advises that (pcba, data acquisition (da)) has been ordered to resolve the reported issue, however, the part is back order. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. When the parts become available the repairs will be conducted.